Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Lot#: unknown/ not provided. Catalog number: the catalog # is unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: unknown as product lot number was not provided. Implant date: n/a. The healon is not an implantable device. If explanted, give date: n/a. The healon is not an implantable device; therefore, not explanted. Initial reporter telephone number: (B)(6). Device manufacture date: unknown as product lot number was not provided. Device evaluation: the healon product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A historical review of the manufacturing production order number cannot be performed since the lot number is unknown. Conclusion: no sample was returned, and the lot number is unknown, an investigation could not be performed, and no malfunction or product deficiency is confirmed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on several occasions the surgeon noticed a small white filament (very fine, similar to a small compressed filament but finer) during the injection of the implant into the patients eye. This phenomenon has had no consequences for the patients as the filament was aspirated out at the end of the procedure. The doctor does not know if the foreign material came from the healon 5 pro, the healon endocoat or the injector or cartridge of the dcb00. The material has been discarded and the lens remains implanted. It was confirmed that the issue did not affect the patient's daily activities and that the patient has fully recovered. There were no medical or surgical interventions required. There was no delay in procedure reported. No additional information was provided. This emdr report is for the healon 5 pro product. Separate reports are being submitted for the intraocular lens, dcb00 healon endocoat products.